Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had high impedance and increased threshold. In addition, it was reported by the patient that the lead was defective and not functioning as programmed and a "portion of its function was to be turned off". He also stated he is "deeply frustrated & mentally upset" about the defective product and the persisting "problem". The lead was monitored for some time. Additional information from the physician indicated the pacing impedance had increased to greater than 3000 ohms and thresholds had risen, possibly due to a tissue/lead interface problem. The real cause was not determined. It was noted by the doctor that the patient does not pace in the ventricle at all. The lead was then programmed off and not replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the lead had high impedance and incr. Thresholds. Also it was reported by the pt that the lead was defective and not functioning as programmed and a "portion of its function was to be turned off". He also stated he is "deeply frustrated and mentally upset" about the defective product and the persisting "problem". The lead was monitored for some time. Additional info from the doctor indicated the pacing impedance had increased to greater than 3000 ohms and thresholds had risen, possibly due to a tissue/lead interface problem. The real cause was not determined. It was noted that the pt does not pace in the ventricle at all. It was later reported by the doctor that the lead was now "showing failure with evidence of fracture". The ICD was replaced with a dual-chamber pacer, and the pace/sense portion of the lead remains active. No patient complications were reported as a result of this event.